Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03405. After several attempts to get the sapien 3 valve through the severe tortuous aorta into the native aortic valve, it was not possible to deploy the valve due to a leak in the balloon. The crimped valve on the defect balloon was placed in the ascending aorta in order to remove it surgically. Patient was intubated and converted to open heart surgery where the valve and commander were removed. It was attempted to implant an intuity valve, however, it slipped above the annulus on the non-coronary side and had to removed and replaced with a perimount valve. Post op, the patient was transferred stable to ICU with slight catecholamine support. There was no valve malposition as previously reported. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a valve malfunction contributed to this adverse event. Investigation results suggest that although the valve was removed, the stroke could be related to the tavi procedure, or clamping aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient died 3 days post procedure due to a stroke. The root cause of the stroke is unknown. Could be related to the tavi procedure, or related to clamping aorta.

Manufacturer narrative:
Update to reflect the device information.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03405. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the sapien 3 in the aortic position, the balloon burst. The patient was converted to full sternotomy and an intuity elite valve was implanted, however, it migrated and was replaced by a perimount valve.